Event description:
Customer reported the differential test results were associated with r (review results) flags and the basophil (differential parameter) was out of specification low at 0.0 and 0.1 for the abnormal ii level of the quality control samples when using the coulter lh 500 hematology analyzer in their laboratory. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the stabilyse pump was delivering an inconsistent amount of reagent to the diff (differential) mix chamber. The fse attempted to adjust the pump volume, but it would not adjust and broke. The fse replaced the pump. The fse also found a clog in the diff port of the blood campling valve (bsv) at wire marker 11. The pump replacement and the removal of the clog at the bsv resolved the reported issues. (B)(4).